Manufacturer narrative:
(B)(4).

Event description:
The customer reports the nurse found the swg (spring wire guide) kinked prior to patient use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the nurse found the swg (spring wire guide) kinked prior to patient use.

Manufacturer narrative:
(B)(4). The customer returned one lidstock, guide wire assembly, arrow raulerson syringe (ars), and catheter for evaluation. The sample contained obvious signs of use in the form of biological material on the exterior of the guide wire, assembly, and ars. Visual examination of the returned guide wire revealed one bend in the guide wire near the distal j-tip. The coils appeared slightly closer together; however, they were not offset or unraveled. The returned guide wire contained one bend from 570-590 mm from the proximal end. The total length and outer diameter of the guide wire were measured and were found to be within specification. The returned guide wire was able to pass through the returned ars and catheter, though significant resistance was encountered when passing the bend. A manual tug test confirmed both the proximal and distal welds were fully intact. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. The instructions-for-use (IFU) provided with this kit warns the user, "do n ot cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide. " the customer report of a damaged guide wire was confirmed by complaint investigation. The guide wire contained one bend near the distal end. However, the report that the defect was detected prior to use could not be confirmed as the returned device contained signs of use. The guide wire met all relevant dimensional requirements and a device history record review was performed with no relevant findings. Because the time of discovery did not match the sample received, the probable cause of this complaint could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the nurse found the swg (spring wire guide) kinked prior to patient use.